Manufacturer narrative:
The product was returned. Per the returns plan in (B)(4) unit returned on 06/18/2014. Evaluation shows bent left back cane. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Provider stated to tech services: right back cane weld drilled crooked. Back cane is bent in visuable offset from left side, causing chair to be unstable.